Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on hp's homechoice machine during the initial drain of their automated peritoneal dialysis (apd) therapy. Reportedly, during the troubleshooting it was discovered that the hp had inadvertently left the clamp on the pt line of the homechoice set closed during the prime cycle. Tsc assisted hp in ending their therapy early. Per rn, no pt injury or medical intervention was associated with this incident.